Event description:
Medical affairs contacted the pt and obtained the following information: the pt had been experiencing high readings of a 261, 189 and 161 through out the day and did not experience any symptoms at the time of testing. Due to the high readings they contacted their physician about the high readings and the physician added actose to their diabetes regimen. The technique of applying blood on the test strip was correct. The pt had not been cleaning the meter according to the owner's booklet. Cleaning the meter incorrectly can lead to false blood glucose readings. The test strips were not expired; however, they did not have a color change or there was no color reaction. Customer service replaced the pt's meter. This case is being reported as a strip malfunction, since there was not color reaction or color change to the test strips.